Event description:
It was reported that the 2.75 x 15 mm xience prime stent was implanted in an unknown lesion. The stent delivery system was then pulled slightly proximal for post-dilatation of the stent; however, the balloon ruptured at nominal pressure. Intravascular ultrasound (ivus) was performed post-stent deployment; therefore, the stent implant was confirmed to be fully apposed to the vessel wall, and the procedure was considered successful. There was no resistance reported during advancement of the balloon catheter to the lesion. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The balloon rupture was not confirmed; however, a shaft tear/leak was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.